Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown morphine 15 mg/ml at 5.8 mg/day via an implanted pump. It was reported at a refill they were expecting 5.4 ml and got out 12. It was reported that the pump "continues to flip over" and "any place we've put the pump it's flipped." It was noted the patient has "very loose tissue" and "she's flabby and floppy" which made it difficult to keep the pump in place. It was also reported that the patient's previous pumps have flipped as well {refer to manufacturing report # (B)(4) regarding previous pumps that have flipped}, and they have tried implanting in different anatomical locations. However, when asked when the issue started with pumps flipping, the hcp only referenced this pump implanted in (B)(6) 2019. The event date was (B)(6) 2019 (year valid). No patient symptoms were reported. Catheter diagnosis such as a catheter access port (cap) aspiration or dye study was recommended and option for catheter revision if necessary. No further complications were reported.